Event description:
Patient was intubated and secured with hollister anchorfast device. Patient ordered to be proned and hollister removed prior to proning patient to secure ett (endotracheal tube). Pressure injuries noted on patients left and right cheek. Hollister device examined and noted firm raised bumps on both adhesive pads.

Event description:
Patient was intubated and secured with hollister anchorfast device. Patient ordered to be proned and hollister removed prior to proning patient to secure ett (endotracheal tube). Pressure injuries noted on patients left and right cheek. Hollister device examined and noted firm raised bumps on both adhesive pads.